Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following successful implant, noise and oversensing, contributing to one atp episode, were exhibited with this device. The physician disconnected the chronic lead and reconnected in an attempt to resolve the issue. Additionally, boston scientific's internal technical services (ts) was contacted for explanation guidance. Ts reviewed the case, confirming the noise on the date of implant; indicating, it was most likely the result of trapped air escaping from the header port post connection. This specific case did not result in adverse patient effects and no reports that the non-physiologic noise signal continued, confirming the ts assessment of escaping air.